Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "poor infection control practice". The same day as the event onset, the patient was treated with vancomycin (2g, twice per week, intraperitoneal, 6 hour dwell, discontinued after 17 days), cipro (500mg, oral, twice a day, discontinued after 17 days) for the event. At the time of this report, the patient outcome was reported as "no signs and symptoms of peritonitis". Patient hospitalization and patient retraining on the proper aseptic technique was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.